Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that two syringes were cracked when opened.

Manufacturer narrative:
H 3 evaluation summary the device history record (DHR) for the lot indicated no issues were found in visual and physical samples inspected. There were two samples and a picture submitted with this complaint. The reported condition was confirmed. A review of the DHR and corresponding operational records could not identify the root cause. The investigation did not identify a systemic issue with the product or process, no trend exists for the failure mode, and a specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions.